Manufacturer narrative:
Patient; if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient's stimulator was defective and removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.